Manufacturer narrative:
Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, broken battery tube threads and cracked belt clip slot. No unexpected button error alarms noted. All buttons function properly. Insulin pump had a corroded keypad traces noted during visual inspection. No moisture damage noted inside casing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the insulin pump may have been exposed to moisture. Customer's blood glucose reading was 211 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.